Event description:
It was reported that demo tablet could not be turned on, despite being charged. The tablet could switched on when it plugged into the wall. The review of manufacturing records confirmed all tests passed for the device prior to distribution. The return of the suspect tablet is expected but it has not been received to date.

Event description:
Analysis of the returned tablet was completed and a cause for the reported "failure to power on or off" allegation was identified. During the analysis, it was identified that the tablet could not charge the main battery. The cause for the identified anomaly is associated with a loose battery cable to the motherboard. Once the cable was reseated, no further anomalies were identified during the analysis.

Event description:
The suspected programming tablet was returned to the manufacturer on 06/09/2016. The analysis is underway but it has not been completed to date.